Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leiomyoma and paratubal cyst (corpus iuteum cyst.). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, fatigue, alopecia, abdominal distension, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: insertion details:- right - eight coils were visualized, left - three coils were seen trailing from the tubal ostium. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.